Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion alarm during infusion. There was patient involvement. It is not clear at this time which patient matched which event, but when more information is provided, that information will be updated.